Event description:
It was reported that the procedure was to treat a heavily tortuous and concentric proximal right coronary artery (rca). When the 3.0 x 33 mm xience prime stent delivery system (sds) was introduced into the al1 guiding catheter to the lesion, it was stuck in between the al1 and the proximal rca. The sds was removed and a buddy wire technique was used to straighten the rca and the sds was advanced again, but it still would not cross the lesion. When removing the sds it stuck at the femoral sheath; however, it could be removed. Outside the anatomy the stent implant was found to be dislodged. A decision was made to discontinue treating the rca. The dislodged stent could not be found in the patient anatomy under angiogram (suspected it might be stuck in the guiding catheter or sheath). There was no clinically significant delay in the procedure. The patient will be called back for a CT scan if needed. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Failure to advance/cross and difficulty to position/ remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.